Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had poor communication. The patient stated they were unable to change settings or turn the device off. The patient stated they were trying to the ins off at the patient¿s dentist appointment because they were getting a tooth pulled on monday. The patient was unable to turn the ins off due to poor communication on the patient programmer. The patient stated they tried new patient programmer batteries, but that didn¿t change anything. It was noted the patient was using the antenna. The patient confirmed the antenna was secured, but that did not resolve the issue. The patient placed the patient programmer over the ins, but the issue was not resolved. The patient noted they were not feeling stimulation, but the patient wasn¿t sure because the patient got used to stimulation and didn¿t notice stimulation at times. The patient stated she had to go to the bathroom a lot and the patient was going like the ins was not working. The patient stated the patient was going to increase stimulation to make sure the ins was working, but the patient was unable to due to poor communication screen. The patient stated they were on their 4th or 5th urinary tract infection (uti) this year. The patient noted the poor communication began on (B)(6), the patient was unsure if they felt stimulation beginning the week of the call, they noted they were going to the bathroom a lot and had urinary tract infection beginning this year. It was noted the patient had no telemetry with or without the antenna. There were no further complications that have been reported as a result of this event.